Event description:
It was reported that this artificial urinary sphincter (aus) was experiencing fluid loss. During the revision procedure, testing of the pressure regulating balloon (prb) revealed a leak near the nozzle end, which was suspected to be related to a suture puncture from a previous surgery. The prb was replaced with a new one, and a cystoscopy was performed to confirm the device was cycling properly. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4).